Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a strangulated hernia coincident with automated peritoneal dialysis (apd) therapy. On the same day as diagnosis of the hernia, the patient was hospitalized for the event and had emergency surgical repair as treatment. The cause of the hernia was unknown. The location of the hernia was close to the exit site of the catheter. Dianeal therapy was ongoing, and it was unknown if the hernia worsened with therapy. The patient was discharged from the hospital seven days after admission and was recovering from the event at the time of this report. No additional information is available.